Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. The 90% stenosed lesion being treated was located in the calcified left main trunk. The 3.5x15mm nc quantum apex balloon dilatation catheter was advanced to the target lesion and upon the second inflation, there was confirmed blood flowing into the device. To what atms the balloon was inflated on the two inflation attempts is unknown. The procedure was completed with a different device. There were no patient complications reported and the patient status is good. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer - blood was present in the wire lumen and balloon. Magnified inspection revealed the inner shaft was accordianed at the distal edge of the proximal markerband. Using an inflation device filled with water, the balloon was pressurized to nominal pressure. The balloon held pressure for the required 5 minutes. The reported balloon burst was not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. The 90% stenosed lesion being treated was located in the calcified left main trunk. The 3.5x15mm nc quantum apex balloon dilatation catheter was advanced to the target lesion and upon the second inflation, there was confirmed blood flowing into the device. To what atms the balloon was inflated on the two inflation attempts is unknown. The procedure was completed with a different device. There were no patient complications reported and the patient status is good. Additional information has been requested and is not available.